Manufacturer narrative:
The device remains implanted in the patient. The device history record (DHR) review of the effected sapien valve shows the device met specifications prior to distribution of device. Investigation of this event is ongoing.

Event description:
As reported by the edwards clinical specialist, during a transaortic valve implant (tavi) procedure following transapical deployment of the sapien valve, tee showed severe aortic insufficiency. One of the leaflets for the valve was not moving with the flow, the other two leaflets appeared normal. It was decided to implant a second valve and this was accomplished without further complications. Following deployment of the second valve the aortic insufficiency resolved. The patient sustained the procedure and was taken to recovery. Information received during investigation of this event indicates there was nothing unusual about this patient¿s coronary anatomy. The physician did not indicate what could have possibly caused one of the valve leaflets to remain immobile. There were no issues noted with this valve during prep.

Manufacturer narrative:
During a transaortic valve replacement (tavr) procedure, the patient underwent transapical implantation of two 23mm edwards sapien transcatheter heart valves. Transesophageal echocardiogram (tee) imaging for this case was submitted to edwards for review; cine was not provided. The imaging was reviewed by edwards' medical staff. Observations: severe aortic valve calcification with involvement of all 3 cusps. Presence of moderately severe central aortic insufficiency. Ventricular end of sapien valve is coincident with mitral hinge point. This is consistent with good valve position under tee. Valve deployment was not captured on echo. Post deployment image demonstrates normal leaflet motion of two sapien cusps. Long axis view demonstrates moderately severe central aortic regurgitation (ar) related to delivery system. On short axis view, the ncc (non coronary cusp) appears to be non-functioning with severe eccentric central ar. Mid esophageal aortic valve long axis view suggests the presence of ncc overhang, which may prevent diastolic filling of the sapien ncc. Impressions: well positioned sapien valve with presence of native leaflet overhang of the ncc. This may explain the eccentric severe ar. No apparent anatomic anomaly. Per the sapien valve instructions for use (IFU) and the thv training guide, aortic insufficiency is a known potential complication associated with the transaortic valve replacement (tavr) procedure. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. In this case, the exact cause for the event cannot be confirmed; however, it appears to be related to patient factors. No further actions are required at this time.